Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between 51-350 (mg/dl). Customer administered boluses to treat elevated bg levels and consumed carbohydrates to treat low bg levels. System check with tandem technical support indicated the pump was performing as intended. Recommendation was made to change infusion site.